Event description:
It was reported that the relion® insulin syringe experienced a mix of product types in a pack. The following information was provided by the initial reporter: consumer reported that she received mixed product, stated that she purchased a box of 8mm, 31g, 3/10ml syringes and inside of the box were 8 bags of 8mm, 31g, 1ml syringes.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary; no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 2082315. All inspections and challenges were performed per the applicable operations qc specification. H3 other text : see h10.

Event description:
It was reported that the relion® insulin syringe experienced a mix of product types in a pack. The following information was provided by the initial reporter: consumer reported that she received mixed product, stated that she purchased a box of 8mm, 31g, 3/10ml syringes and inside of the box were 8 bags of 8mm, 31g, 1ml syringes.